Manufacturer narrative:
While it is unk if the visco-gel used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequence being dependant upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that a pt experienced a burning sensation and his mouth "felt ulcerated" after having denture relined with visco-gel tissue conditioning and denture reline material. No further medical treatment was necessary.